Event description:
Reporter stated that, in back-to-back blood glucose tests, he received readings of 272, 290 and 312 mg/dl. Reporter immediately went to his doctor's office, within an hour, and tested on the doctor's meter receiving a blood glucose result of 101 mg/dl. Reporter stated meter had been cleaned with control solution and had replaced the batteries with a brand other than what is recommended. Control solution test was 137(93-139) mg/dl.